Event description:
Related manufacturer reference number: 3006705815-2022-15346. It was reported the patient experienced ineffective therapy on their left side. As a result, surgical intervention occurred on (B)(6) 2022 wherein the leads were repositioned to t7 to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.